Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient developed oozing from their repositioning sheath connection following impella cp implant. It was noted that the blue suture hub was a little too deep in the groin. The staff was advised to replace the pump and the device was removed after eight hours of support. The patient survived.

Manufacturer narrative:
The investigation of access site bleeding has been completed. Access site bleeding: clinical reported blood oozing out between the blue suture hub and re-access port, as well as blue suture hub being positioned slightly deep in the groin. The pump was returned for investigation and no abnormalities were observed. The cause of the access site bleeding was most likely use related, as clinical reports the blue suture hub being too deep in the groin. The blue butterfly (suture hub) is not a hemostatic seal and not intended to be inserted into the skin. D9 device returned to manufacturer date added.